Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid 15 mg/ml at 5.106 mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. On (B)(6) 2019 the patient reported that their pump started alarming today. The patient was hearing 6 little beeps starting today. The alarms were played for the patient and his spouse who stated it was the critical alarm. The patient had called the physician back but had not yet heard anything back from them. The patient was very nervous. The patient was scheduled for a pump replacement on (B)(6) 2019. Additional information received from the company representative the same day reported that the patient went to the ER (emergency room). The pump was read and the pump was in an active motor stall. The patient did not have an MRI. Per this reporter, the patient was originally scheduled for a replacement due to normal eri (elective replacement indicator. The surgeon had to reschedule the case. The patient still yet to be scheduled for a replacement. There were no environmental, external or patient factors that may have led or contributed to the issue and no diagnostics or troubleshooting performed. Surgical intervention did not yet occur, was planned but not yet scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.